Event description:
It was reported that "screw would not seat in plate. Plate bent and after inserting non locking screws in and all other holes were off from the targeter."

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.